Event description:
Reportedly, the balloon did not deflate at the inflation test. Customer deflated the balloon with the syringe attached but unlocked. Informed the customer the correct way to deflate the balloon is to detach the syringe. No patient complications were reported.

Manufacturer narrative:
Device not returned.